Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("removal of essure") in a 47 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of anxiety disorder, gravida I (one living birth), sleeve gastrectomy and cesarean section. Concurrent conditions were listed as ovarian cyst, pelvic pain female, perineal pain, penicillin allergy, urinary incontinence (associated symptoms: pain; back pain; difficulty emptying; frequency; vomiting, abdominal pain) and hypertension. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: pt experiencing right sided abdominal pain and discharge following menstrual periods and has retained essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): [laparoscopy] on (B)(6) 2020: discharge summary: preoperative diagnosis - pelvic pain; discharge diagnosis - same. Procedures-total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy. Complications: none; patient tolerated the procedure well. Operative findings: smooth upper abdomen. Appendix not visualized. Normal-appearing uterus tubes and ovaries. Possible endometriosis in the left ovarian fossa. Of note, at the time of cystoscopy a suture was noted in the bladder wall from the vaginal cuff closure. [Pathology test] on (B)(6) 2020: final diagnosis: a. Uterus, cervix and bilateral fallopian tubes; hysterectomy and bilateral salpingectomy: - proliferative endometrium; - cervix and bilateral fallopian tubes, within normal limits. Gross description: the right pale tan-purple, smooth, fimbriated fallopian tube is 5. 7 cm in length and 0.6 cm in average diameter. Within the proximal portion is a 1 cm in length, 0.1 cm in average diameter coiled, silvery, pliable hardware piece, representing a possible contraceptive device. Sectioning reveals pale tanpurple, soft cut surfaces with a pinpoint lumen. The left pale tan-purple, smooth, fimbriated fallopian tube is 5. 7 cm in length and 0. 7 cm in average diameter.within the proximal portion is a 0.5 cm in length, 0.1 cm in average diameter coiled, silvery, pliable hardware piece, representing a possible contraceptive device. Sectioning reveals pale tan-purple, soft cut surfaces containing a pinpoint lumen [ultrasound scan] on (B)(6) 2020: revealed a a 1.5 cm follicular cyst of the right ovary. And a 2.9 x 2.2 x 2.5 cm quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("removal of essure") in a 47 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of anxiety disorder, gravida I (one living birth), sleeve gastrectomy and cesarean section. Concurrent conditions were listed as ovarian cyst, pelvic pain female, perineal pain, penicillin allergy, urinary incontinence (associated symptoms: pain; back pain; difficulty emptying; frequency; vomiting, abdominal pain) and hypertension. In 2010, the patient had essure inserted. On (B)(6) 2020, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: pt experiencing right sided abdominal pain and discharge following menstrual periods and has retained essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): [laparoscopy] on (B)(6) 2020: discharge summary: preoperative diagnosis - pelvic pain; discharge diagnosis - same. Procedures-total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy. Complications: none; patient tolerated the procedure well. Operative findings: smooth upper abdomen. Appendix not visualized. Normal-appearing uterus tubes and ovaries. Possible endometriosis in the left ovarian fossa. Of note, at the time of cystoscopy a suture was noted in the bladder wall from the vaginal cuff closure. [Pathology test] on (B)(6) 2020: final diagnosis: a. Uterus, cervix and bilateral fallopian tubes; hysterectomy and bilateral salpingectomy: - proliferative endometrium; - cervix and bilateral fallopian tubes, within normal limits. Gross description: the right pale tan-purple, smooth, fimbriated fallopian tube is 5. 7 cm in length and 0.6 cm in average diameter. Within the proximal portion is a 1 cm in length, 0.1 cm in average diameter coiled, silvery, pliable hardware piece, representing a possible contraceptive device. Sectioning reveals pale tanpurple, soft cut surfaces with a pinpoint lumen. The left pale tan-purple, smooth, fimbriated fallopian tube is 5. 7 cm in length and 0. 7 cm in average diameter.within the proximal portion is a 0.5 cm in length, 0.1 cm in average diameter coiled, silvery, pliable hardware piece, representing a possible contraceptive device. Sectioning reveals pale tan-purple, soft cut surfaces containing a pinpoint lumen [ultrasound scan] on (B)(6) 2020: revealed a 1.5 cm follicular cyst of the right ovary. And a 2.9 x 2.2 x 2.5 cm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.